Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via a healthcare provider) indicated the pump replacement would most likely be replaced on (B)(6) 2017. The manufacturer representative asked to be part of the procedure and the healthcare provider would confirm a definitive date later this month.

Manufacturer narrative:
Updated as now replacement of the pump was planned.

Event description:
It was further reported that they were planning to replace the pump but no date had yet been set. After the pump¿s explant, it would be returned for analysis.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1500 mcg/ml at153 mcg/day via an implantable pump for an unknown indication for use. It was reported that during normal use the patient thought they heard a pump alarm. The patient visited the rehabilitation center where the pump logs were checked and a motor stall was detected on (B)(6) 2017 at 14:01 and a motor stall recovery was detected on (B)(6) 2017 at 14:55. It was also noted that there was previous motor stall that occurred on (B)(6) 2016 at 17:44 with a motor stall recovery that occurred on (B)(6) 2016 at 17:52. It was noted that again, there was no root cause for the first motor stall. It was noted that the patient has not experienced any complaints and no patient symptoms were reported. There were no reported environmental/ external/ patient factors detected and it was further noted that potentially influencing factors checked and they haven't been able to discover a cause that might have led to this event and it was additionally reported that there was no root cause. The patient received oral ¿spasmolytics in case of repetition.¿ it was reported that there has not been any intervention taken yet, but they considered replacing the pump early. It was noted that the elective replacement indicator (eri) was expected on 2018-01-8. It was noted that they were aware that the pump is included in field action # 522 <(>&<)> 760. It was unknown if the issue was resolved at the time of this event. It was reported that no surgical intervention had occurred and it was unknown if any surgical intervention was planned. The patient status at the time of this reported was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that as of (B)(6) 2017, the pump was still implanted. The explant/replacement was scheduled for (B)(6) 2017, but was postponed at the patient's request due to holiday. The procedure will not take place until the end of (B)(6) 2017. The patient had not experienced any symptoms associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the replacement procedure occurred on (B)(6) 2017. The pump was returned to the manufacturer.